Manufacturer narrative:
(B)(4). The event occurred in: (B)(6).

Event description:
The customer complained that their ise indirect na for gen.2 results from their cobas integra 400 plus where running high in comparison to their cobas 6000 c (501) module. The customer provided comparison results from 12 patients of which 9 are a reportable malfunction. Refer to the attachment to this medwatch for patient data. The initial results were released outside of the laboratory but were questioned by the doctor as the sodium results were high. There was no allegation of an adverse event. The customer stated that on their i400+ they had a lot of failed calibrations prior to getting an acceptable calibration. The control results where within range but historically the controls results showed a large variation from day to day. The sodium electrode reagent information was not provided. The customer replaced the sodium, potassium, chloride, and reference electrodes and the results are back to normal. Further investigation could not determine a specific root cause as additional information was requested but was not provided. Possible root causes include sampling problems, ion selective electrode (ise)/reference flow related problems, electrode problems, or operator maintenance.